Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor needle broke after trying to put it in the serter. The needle was stuck in the serter. The customer's blood glucose level was 9.2 mmol/l. The customer was able to remove the needle from the serter and insert a new sensor. The customer's items were replaced.